Manufacturer narrative:
The insulin pump had cracked keypad overlay on the center circle button and on the back button, scratched keypad overlay, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 5.2 mmol/l. Customer advised the device had cracks on the confirmation and esc buttons. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.